Event description:
The rptr is a member of an investigative board investigating the death of a pt. The pt was reportedly in bed wearing a restraining vest with the split side rails up. He was found out of bed still wearing the vest with his buttocks and feet resting on the floor. Resuscitative measures were attempted. At this time, the death has been ruled as a strangulation. The info provided by the rptr was incomplete due to the ongoing investigation of the death. This incident occurred at a medical ctr outside of the state of the initial rptr.